Manufacturer narrative:
(B)(4)

Event description:
Dexcom received a voluntary event report from the FDA on 10/26/2015, stating that on (B)(6) 2015 the patient reported a hypoglycemic event. Patient reported to the food and drug administration (FDA) that has brittle diabetes and experienced a very dangerous low of 56mg/dl, during the night. Patient feels as though his condition could have been better managed if he wasn't awaiting the arrival of his continuous glucose monitor (cgm). Patient stated that he placed an order for his cgm on (B)(6) 2015. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.